Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot identified no other incidents reported from this lot. All available information was investigated and the reported difficult to remove appears to be related to user technique/procedural circumstances. The reported bent frictional elements (fes) were a result of the clip becoming caught on the guide tip. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the clip became caught on the tip of the steerable guiding catheter (sgc) during removal; if this were to reoccur, it has the remote potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. The system was advanced slightly farther than where it was intended. While meaning to pull the entire system back, only the cds was pulled, and the clip became caught on the tip of the steerable guiding catheter (sgc). Both devices (cds and sgc) were removed from the anatomy and inspected. It was noted that the grippers were bent. The devices were no longer used and were replaced without issue. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.